Event description:
In late 2008, the caregiver (cg) of a home pt (hp) contacted baxter's technical svc rep (tsr) to report that the hp came unhooked and ended his previous therapy. When the hp became unhooked, his peritoneal fluid drained (unk amount). The hp started the next therapy with less peritoneal fluid than he normally has when he starts therapy. The hp received a low drain volume alarm during initial drain. The cg stated that the hp was empty and wanted to bypass the low drain volume alarm. The cg called the dr who told her to come in the next day. The cg thinks the extension line got entangled around a chair when it became unhooked. The pt was diagnosed with peritonitis in early 2009. The hp's effluent was cloudy. The hp's peritoneal dialysis effluent was analyzed and results showed a leukocyte count of 1540 but no growth on the culture. The pt was prescribed ancef (2 grams/2 liters) and fortaz (2 grams/2 liters) intraperitoneal (ip) for 21 days starting the next day. Per the nurse, the pt has recovered from the peritonitis.

Manufacturer narrative:
There are two reported potential causes for the peritonitis. A minicap that fell off (1423500-2009-00036) and the extension line separating from the transfer set. It is unk which of the products contributed to the peritonitis episode; therefore, they will be investigated in parallel.